Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2017 with the following findings: during investigation, there was no battery life issue observed in the black box. The battery cap was not returned. Battery compartment is cracked above & below the bumper pad. Corrosion observed inside battery compartment. A test battery cap is able to attach to the pump & power it on. A leak test failed due to leak in battery compartment. Removed pump cover; no further evidence of moisture damage was found. Unable to adequately investigate complaint; addition failure prevents adequately investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.